Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the exact cause for the worsening central aortic insufficiency approximately 2 years and 9 months post sapien implant cannot be determined. However, the mechanism described above may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 2 years and 9 months post implantation the patient received a sapien 3 valve to replace the previous sapien valve. In review of medical records (echo report, operative/post-op notes), approximately 3 years post transapical tavr procedure with a sapien valve, the patient presented with severe central aortic valve insufficiency and worsening decompensating congestive heart failure. Per echo, the ef was 30% - global hypokinesis with septal dk and mild to moderate mitral regurgitation (mr). A successful transfemoral tavr procedure with a sapien 3 valve was performed. Following placement of the valve an additional post dilatation was performed with an excellent result and trace paravalvular leak (pvl) was noted. The patient was stable and discharged 2 days post procedure.